Event description:
The customer reported the generation of erroneously high sodium and chloride patient results on their au5800 clinical chemistry analyzer. The customer repeated the samples on the same analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as defective buffer valves as they were intermittently dispensing bubbles. The fse replaced the buffer valves to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).